Manufacturer narrative:
It was reported that the patient developed left sided paralysis and was rushed to the hospital after more than 1 year of successful amulet implant. A head computed tomography (CT) scan reveled the patient had a cerebral infraction. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient effects of stroke and movement disorder could not be determined. The reported unexpected medical intervention was case-specific circumstance as the patient underwent tissue plasminogen activator (tpa) treatment at high care unit. The patient was reported to be stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was 25mm. During procedure, the left atrial pressure was 18mmhg, atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr), activated clotting levels were 248s-290s and heparin was administered. The amulet was successfully deployed in the laa. On (B)(6) 2025 on the way from work, the patient developed left sided paralysis and was rushed to the hospital. A head computed tomography (CT) scan revealed the patient had a cerebral infraction. The patient underwent tissue plasminogen activator (tpa) treatment at high care unit (hcu). On (B)(6) 2025, the patient stopped taking bayer aspirin 100mg and started taking lixiana 30mg. On (B)(6) 2025, the patient transferred to another hospital. On (B)(6) 2025, a transesophageal echocardiography (tee) confirmed the absence of thrombus in the left atrium and there was no findings noted the cause of cerebral infraction. The patient's overall condition stabilized and got discharged on (B)(6) 2025.